Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h6: additional information h11: additional information.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. Functional tests were not performed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver won¿t turn on with a known good battery (4.1v) in substitution. The probable cause could not be determined. No injury or medical intervention was reported.